Event description:
It was reported that the patient had a gastronomy tube placed due to difficulty swallowing (timing of event and surgery were not reported). The patient was admitted (date not specified) with abdominal pain and leukocytosis. Upon evaluation, it was found that his gastronomy tube had pulled into abdominal musculature and that some of the fluid and material appeared to have tracked down to the area of his pump. The pump and partial catheter were removed (leaving part of the catheter in spine) due to a possible infection. It was reported that there was no patient injury. The concentration and daily dose of baclofen being delivered via the pump were not reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.